Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r and 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has been in (B)(6) for the past five years and he did not take his charging system with him thus his ipg is inoperable. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Which resolved the issue.